Event description:
Baxter technical services reported "pumphead accuracy complaint". The pump was returned for service. During testing, the pump was found to underdeliver. The pump's two years event history was reviewed and no previous accuracy problems were found.

Manufacturer narrative:
Evaluation was completed in 2005. The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -5.46% below the desired amount. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.